Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-350 mg/dl) and a bolus via the pump was delivered to address the bg level. The customer suspected that a recent back surgery and an infection was the cause of the high bg and the pump/supplies were not related to the ongoing high bg. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.